Event description:
It was reported that pump displayed malfunction alarm 16-0x20e6, which prevented access to pump functions, and no blood glucose values were provided. There was no reported adverse impact to the customer¿s blood glucose level. Customer¿s pump was able to start, charge, and connect to computer but continued to show same malfunction alarm on startup, so device was planned to be returned and a replacement pump was provided.